Event description:
During the implant, the anesthesiologist was concerned about potential bradycardia as the patient remained persistently hypotensive throughout the case, requiring glycopyrrolate, ephedrine, phenylephrine, and multiple units of vasopressin. The patient was given epinephrine, which resulted in transient hypertension, which was followed by a bradycardia episode. The patient was ultimately stabilized with a one-time dose of atropine. During recovery, the patient had a heart attack/myocardial infraction. Physician believes the heart attack likely resulted from epinephrine administration and did not attribute the event to the inspire system. A neck incision hematoma was observed, and it was suspected to be related to anticoagulation following coronary stent placement. Physician brought the patient back into the or, evacuated the hematoma, performed a tracheostomy procedure due to severe respiratory distress and laryngeal airway obstruction. Intubation was unsuccessful because of airway impingement from the hematoma. The neck area was then packed with hemostatic agents and gauze, and the wound was left open. During the tracheostomy, the inspire components were suspected of being contaminated from the wound. The physician brought the patient into the or ten days later and explanted the entire inspire system. The patient was decannulated four days later and was discharged.